Event description:
Baxter was notified on 08/19/2008 that an automix was used to mix intravenous (IV) fluids for a baby in the neonatal intensive care unit (nicu). The 100 ml bag of d5w contained the following additives: dextrose 50% (15 ml), nacl 2 meq. (0.5 ml), calcium gluconate 2 meq (4.3 ml), heparin 50 units (0.5 ml), and sterile h2o (79 ml). The solutions were hanging on the automix in the following order from left to right: d5w, saline, dextrose 50%, and sterile water. The pt was in the neonatal intensive care unit.shortly after administration of the fluids, the baby exhibited signs of distress, vomiting, and had an elevated blood glucose greater than 600. The pt was started on an insulin drip to decrease the blood sugar. The pt is currently stable. The device is available for eval. The customer has requested an eval and swap for the device. The compounded solution has been discarded. There are no reports of any other problems with devices or sets and the facility did not have any info regarding them.

Manufacturer narrative:
The device was received in the phoenix repair shop and will be forward to the baxter product analysis lab for eval. A follow up report will be filed upon completion of the eval or if add'l info becomes available.